Event description:
Caller reported that the cartridge was damaged at the pigtail, which was broken but not due to pulling on the pigtail tubing. Blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. The caller was able to use tape to temporarily hold the cartridge pigtail together despite the unavailability of cartridges for return, and replacement cartridges were arranged to maintain customer satisfaction.